Manufacturer narrative:
(B)(4). The device was evaluated by baxter and the reported symptoms, that the pump will shut off and reset all infusion data, was unable to be reported or confirmed through the history log. The pump was within specification in relation to this symptom. Review of the history log shows no "improper shutdown" messages, and "improper shutdown" is always the product of a pump shutting off by itself other than following dead battery alert. Review of the history log shows one occurrence of system error 341 occurring on (B)(6) 2013. The history log shows that after the system error 341 the unit was powered off by the user as indicated in the log as "pump off". When a system error occurs the current programed parameters will be cleared. The system error 341 could not be reproduced during eval or testing. The upper aux and I/o pcb will be replaced because they are known contributors to a system error 341.

Event description:
It was reported that a spectrum pump "shut down and reset all info." This event occurred during therapy in the critical care unit. It was also reported that there was no pt injury.